Event description:
Respiratory therapy staff found 6 mis-shaped abg kits. The hub of the syringe is bent instead of straight. One barrel of the syringe was slightly curved. This defect would increase the difficulty of obtaining arterial blood. Requested replacement of lot. Noted 88 out of 100 kits have the potential to have the same problem. Manufacturer response for abg kit, pro-vent arterial blood sampling kit -portex (per site reporter). (B)(4). Defective product to be returned 11/1/19 via (B)(6) to smith medical asd, inc. (B)(4). (B)(6) tracking # (B)(4).